Manufacturer narrative:
The insulin pump received with currents in specifications. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked reservoir tube lip. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump as well as a no delivery alarm. The customer stated that the drive support cap sticks out. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer was wearing the insulin pump during their hospital stay. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.